Event description:
It was reported that pump display had internal crack that prevented customer from seeing top of screen and affected ability to interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if needed, while technical support arranged shipment of replacement pump with updated software, provided instructions for storage mode and return of problematic pump within specified time frame, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.